Manufacturer narrative:
(B)(4). Batch # p5695a. Device evaluation: the analysis found that one pcee60a device was returned with no apparent damage and with one ecr60b cartridge reload present. The reload was received fully fired with the pan dislodged and broken. It is possible that the damaged was due to an improper handling of the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the cartridge pan come off at the back table (during loading/unloading)? Yes. Or, did the cartridge pan come off in the operative field/in the patient? If yes, did any part of the cartridge fall into the patient? No. What type of procedure was the device used in? No information.

Event description:
It was reported that during an unknown procedure, the cartridge pan came off and it was left in the jaw. The cartridge broke apart. Another device was used to complete the case. There were no adverse consequences to the patient.